Event description:
It was reported that the procedure was to treat a right coronary artery. As a .014" guide wire was being inserted into a 3.25 x 12 mm nc trek, the guide wire could not be inserted into the tip of the catheter. Another nc trek was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the inner member was separated. The outer member is still intact.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for resistance with the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.